Event description:
The patient saw his neurologist on (B)(6) 2015. The vns device was interrogated and all diagnostics were fine. At that time, the increase in seizure was reported to not be above baseline. The patient was apparently seizure free with the last device, according to the mother, and had a slight increase after the new device was implanted but it was not above baseline. The vns is functioning properly and the patient is doing well. It was stated that the physician was not concerned as he is set to his previous efficacious settings and has done well with vns therefore it is likely patient physiology. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6) 2016 from the patient stating that he had a replacement about one year ago and since then he has been having an increase in seizures and the seizures are getting worse. No other additional relevant information has been received to date.